Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump was warm to the touch after the patient noted the battery had broken apart inside the pump. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: investigators were unable to power up the pump and as a result were unable to download the black box and history due to a power failure. Unable to adequately investigate reported temperature/physical damage issue. The unit was opened and inspected and no evidence of moisture ingress found inside the pump. No defects found on the power circuit or the power flex. Incapable to take the audible test reading as a result of power failure.